Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot #: (B)(6) , UDI#: (B)(4) h3, h6: a medtronic representative went to the site to perform a system check out and they found the arm failed an accuracy test. The surgical arm was replaced. The system now functions as intended. B01, c07, d02 is applicable to the system checkout. The surgical arm was returned for hardware analysis. The analysis is still in progress. B21, c21, d16 is applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy of 1 cm caudal on left l5 during a single-level case. The screw on right l5 was accurately placed, but when they went to the left side, the navigation appeared "off". The site redid the snapshot, and navigation appeared accurate so they sent the arm to that trajectory. After the screw was placed, it was found to be inaccurate. The surgeon took out the screw and freehanded it with a c-arm. There was no patient harm and the procedure was not delayed.